Event description:
During coil embolization of unk target site, the coil could not be detached at the blue zone, and the alternative detachment was attempted. However, the coil still could not be detached. The 637cf0515 was the second coil utilized with the syringe. Another syringe was used and attempt was made again, but the coil could not be detached again. The procedure was completed with other new devices without any pt injury.

Manufacturer narrative:
All the products were new. Prior to connecting and during prep, the syringe or coil delivery system was not damaged. After disconnecting the coil delivery system, no damages were noted on the syringe or delivery system. During prep, a dedicated saline source was utilized to fill and prep the syringe. After prepping the coil with the dcs syringe, dcs syringe was not damaged. The syringe was not taking passed the blue zone, and no time during prep, was the blue zone exceeded. Prior to this coil, the alternate zone (red) was not exceeded. The product was connected properly to the hub of the coil. After disconnecting the second coil delivery system, no damaged were noted on the syringe. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at any section of the syringe (connector, extension tubing, barrel, gauge, etc) or delivery system. The connector was checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. There was no damage on the syringe, but it was unk if there was any damages on the coil. The procedure was intracerebral. The coil was the second for the syringe, and there was no resistance experienced during the delivery of the coil. No further info was available. Additional info will be submitted within 30 days of receipt.